Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): fundus/malposition of essure device location of device: fundus") in an adult female patient who had essure (ess205) (batch no. 12235759) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included genital haemorrhage with depo provera. Concurrent conditions included methylenetetrahydrofolate reductase deficiency, reactive depression and hyperlipidemia. Concomitant products included atorvastatin calcium (lipitor) from 2016 to 2017 for hyperlipidemia, heparin for methylenetetrahydrofolate reductase deficiency and sertraline (zoloft) for reactive depression. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed. At the time of the report, the uterine perforation, mood swings, urinary tract infection, bladder disorder, urinary tract disorder, pelvic pain, abdominal pain and fatigue outcome was unknown, the migraine, vaginal discharge, headache and dysmenorrhoea was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: no result provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: case is now incident. Reporter information, demographic detail, historical condition, concurrent conditions, lab data, essure insertion/ removal dates and indication were added. Event physical injuries was updated to perforation (other): fundus, mood swings, infection: uti, malposition of essure device: fundus, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic/abdominal, fatigue and vaginal discharge. She had recovering from the events: cramping, discharge (vaginal) and headaches/migraines and recovered form event: pain during sex. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): fundus/malposition of essure device location of device: fundus/he left essure contraceptive spring penetrates the rnyometrium at the fundus at the base of the left fallopian tube") in an adult female patient who had essure (ess205) (batch no. 12235759) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure insertion". The patient's past medical history included hernia repair and c-section. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included genital haemorrhage with depo provera. Concurrent conditions included methylenetetrahydrofolate reductase deficiency, reactive depression, hyperlipidemia, vaginal bleeding, endometriosis, menorrhagia (endometrail ablation), cervical dysplasia, vaginal itching, vaginal dryness and endometriosis. Concomitant products included atorvastatin calcium (lipitor) from 2016 to 2017 for hyperlipidemia, heparin for methylenetetrahydrofolate reductase deficiency and sertraline (zoloft) for reactive depression. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with lysis of adhesions). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, mood swings, urinary tract infection, bladder disorder, urinary tract disorder, pelvic pain, abdominal pain and fatigue outcome was unknown, the migraine, vaginal discharge, headache and dysmenorrhoea was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: trailing coils right 3 and left 11, patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: no result provided. Ultrasound scan - on an unknown date: presence of bilateral essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 29-mar-2018: medical records received. Events per mr: endometrial ablation performed with essure insertion was added, patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): fundus/malposition of essure device location of device: fundus/he left essure contraceptive spring penetrates the myometrium at the fundus at the base of the left fallopian tube") in an adult female patient who had essure (ess205) (batch no. 12235759) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure insertion". The patient's past medical history included hernia repair, c-section and gravida ii. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included genital haemorrhage with depo provera. Concurrent conditions included methylenetetrahydrofolate reductase deficiency, reactive depression, hyperlipidemia, vaginal bleeding, endometriosis, menorrhagia (endometrial ablation), cervical dysplasia, vaginal itching, vaginal dryness, endometriosis and abdominal adhesions. Concomitant products included atorvastatin calcium (lipitor) from 2016 to 2017 for hyperlipidemia, heparin for methylenetetrahydrofolate reductase deficiency and sertraline (zoloft) for reactive depression. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of mood swings ("mood swings"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain"), fatigue ("fatigue"), the second episode of mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal pruritus ("vaginal itch"), vulvovaginal burning sensation ("vaginal burn"), vaginal odour ("vaginal odor") and vulvovaginal dryness ("vaginal dryness"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with lysis of adhesions). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, urinary tract infection, bladder disorder, urinary tract disorder, pelvic pain, abdominal pain, fatigue, the last episode of mood swings, hot flush, night sweats, vulvovaginal pruritus, vulvovaginal burning sensation, vaginal odour and vulvovaginal dryness outcome was unknown, the migraine, vaginal discharge, headache and dysmenorrhoea was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, migraine, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal odour, vulvovaginal burning sensation, vulvovaginal dryness, vulvovaginal pruritus, the first episode of mood swings and the second episode of mood swings to be related to essure (ess205). The reporter commented: trailing coils right 3 and left 11, patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: no result provided. Pregnancy test urine - on (B)(6) 2003: negative. Ultrasound scan - on an unknown date: presence of bilateral essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia, vaginal itch/burn/odor most recent follow-up information incorporated above includes: on 6-jun-2018: pfs received, reporter added, product information updated,event added as:-mood swings, hot flashes, night sweats, vaginal itch, vaginal burn, vaginal odor, vaginal dryness. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): fundus/malposition of essure device location of device: fundus/he left essure contraceptive spring penetrates the rnyometrium at the fundus at the base of the left fallopian tube") in an adult female patient who had essure (ess205) (batch no. 12235759 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure insertion". The patient's past medical history included hernia repair, c-section and gravida ii. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included genital haemorrhage with depo provera. Concurrent conditions included methylenetetrahydrofolate reductase deficiency, reactive depression, hyperlipidemia, vaginal bleeding, endometriosis, menorrhagia (endometrail ablation), cervical dysplasia, vaginal itching, vaginal dryness, endometriosis and abdominal adhesions. Concomitant products included atorvastatin calcium (lipitor) from 2016 to 2017 for hyperlipidemia, heparin for methylenetetrahydrofolate reductase deficiency and sertraline (zoloft) for reactive depression. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of mood swings ("mood swings"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain"), fatigue ("fatigue"), the second episode of mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal pruritus ("vaginal itch"), vulvovaginal burning sensation ("vagnal burn"), vaginal odour ("vaginal odor") and vulvovaginal dryness ("vaginal dryness"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with lysis of adhesions). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, urinary tract infection, bladder disorder, urinary tract disorder, pelvic pain, abdominal pain, fatigue, the last episode of mood swings, hot flush, night sweats, vulvovaginal pruritus, vulvovaginal burning sensation, vaginal odour and vulvovaginal dryness outcome was unknown, the migraine, vaginal discharge, headache and dysmenorrhoea was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, migraine, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal odour, vulvovaginal burning sensation, vulvovaginal dryness, vulvovaginal pruritus, the first episode of mood swings and the second episode of mood swings to be related to essure (ess205). The reporter commented: trailing coils right 3 and left 11, patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: no result provided pregnancy test urine - on (B)(6) 2003: negative. Ultrasound scan - on an unknown date: presence of bilateral essure coils concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia,vaginal itch/burn/odor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.